Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info at the time of the rpt. The following info was rpt: the iab was inserted into the pt because the pt was having difficulty coming off the bypass pump while in the surgical intensive care unit. An alarm sounded from the pump. An attempt was made to restart the pump and an alarm sounded again. Then, blood was noted in the connection tubing and the iab was removed. A second iab was inserted into the pt. Event complications: unk - rpt'd 9/30/97, 10/17/97; none - rpt'd 10/28/97. Pt current status: unk - rpt'd 9/30 & 10/28.